Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: according to the user's verbatim report, the liquid came out from inside upon priming before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary: customer returned (1) 0.3ml 29ga 1/2in syringes in an open polybag from the lot# 2024615. According to the user's verbatim report, the liquid came out from inside upon priming before use. The return sample was tested by pushing the plunger and small clear droplet of material came out of the cannula from the syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 2024615 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to confirm the foreign material as silicone. A definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: according to the user's verbatim report, the liquid came out from inside upon priming before use.